Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One imp,tsv,6.0,13,mtx,mg ((B)(6)) was returned for investigation with its bundled cover screw attached. Visual inspection of the as returned product identified damaged threads from trephine removal and dried blood and bone around the implant. Functional testing to recreate the reported events could not be performed due to the nature of the device & events. The cover screw was removed from the implant and dried blood was observed within the implant. The reported device was measured with calipers and the device was verified to match specifications. A device history review was performed and no related non-conformities were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. Sterilization record was reviewed and verified to have passed all sterilization activities with no issues or non-conformities identified. A root cause for the complaint could not be determined with the information provided as the event cannot be recreated. Complaint is therefore non-verifiable. The following sections have been updated: b4: date of this report. D1: device brand name. D4: device item number and lot number. D4: device expiration. D4: UDI. G4: date received by manufacturer. G5: 510k number. Additional number: k101880. G7: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H4: date of manufacture. H6: entered evaluation codes. H10: added manufacturer narrative.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced infection and bone loss. As a result, the implant had to be removed.